Manufacturer narrative:
This file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product. Please note: device (cra33275 lot# unk) is distributed outside the united states. However, it is similar to the united states product cxs33275. Any add'l info will be submitted within 30 days of receipt.

Event description:
The following report was received from the cactus clinical study: approximately five months post index procedure, the pt was revascularized for 80 restenosis of the target lesion at 1st obtuse marginal. The pt was treated with an unk brand stent.